Event description:
The patient tested her blood glucose on the suspect device and it was (hhh). The patient took her insulin based on the value of 500 mg/dl at 9:15 p.m. At 3 a.m., she was found to be blue, cold, and sweaty. The paramedics were called and they reported that she had no vital signs. She was given IV with glucose. The patient is recovering from the flu now.